Manufacturer narrative:
(B)(4) -supplemental MDR - barrel cracked a single sample of the 10ml ll syringe (part number 302995) was received for evaluation and found to have two cracks on the barrel, each approximately 1 inch in length, with one crack penetrating completely through the barrel. This condition is non-conforming to product specifications. The potential root cause for the cracked barrel defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5044935 and 5058379. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: material # 302995, batch # unknown (possible lot numbers are 5058379 and 5044935). Verbatim: my team has another syringe that has cracked during procedure preparation this week. Would you like this sent back as well? Additional information provided: could you kindly confirm the exact location where the crack or split has occurred on the syringe? Cracks run the length from the 1-5 marking on the syringe. If possible, could you please provide picture samples for investigation? It may be difficult to see in the pictures. The case date is (B)(6) 2025 and the team provided two possible lot numbers but were not able to fully identify the device lot. The two possible lots are 5058379 and 5044935. Please let me know how else I might be able to help.